Manufacturer narrative:
The device has not been returned for evaluation. The part number or lot number were not provided; therefore, a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Alphatec spine received medwatch report number (B)(4) via mail on 10/07/2021. The report indicated the tip of a 90mm retractor blade fractured off while in the patient. On 10/14/2021, additional information was received indicating the clasp which attaches to the shank screw broke off. The tip and blade were removed from the patient. No patient injury reported.